Event description:
Customer's mother reported that the customer jumped into a swimming pool while wearing the insulin pump. Caller stated that the insulin pump was water logged. Blood glucose level was 234 mg/dl at the time of the call. No further information ws provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with all the buttons functioning properly. However, corroded keypad traces noted. No moisture damage found inside the insulin pump. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.